Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance pull off suture needle. An empty opened winding former was returned for analysis. The issue sample was not received for evaluation. No suture or needle were returned for evaluation to determine the assignable cause of the performance pull off suture needle; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. An empty opened winding former and nine unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of nine unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the pull force met the requirements. Per the condition of the representative samples, no performance pull off suture needle were observed and the tested samples meet the finished goods requirements. Representative samples returned to support investigation of x device issues captured in reports 2210968-2019-78408, 2210968-2019-78407, 2210968-2019-78406. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm, was there any adverse patient consequences due to needle breakage issue? No adverse event occurred for the patient. If yes, please explain and state what medical/surgical intervention was provided. Please clarify what exactly happened during use: did the needle itself break? Did the thread break off the needle? Did the needle pull off the thread? The needle pull off the thread.

Event description:
It was reported that the patient underwent a knee surgery on an unknown date and barbed suture was used. During the procedure, the needle pulled off the thread. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.